Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged door latch. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the damaged door latch is unknown. To correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.